Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient underwent a pocket revision due to discomfort. The physician revised the pocket site successfully. The patient is reportedly doing well after the revision surgery.